Event description:
The pt's attorney alleged a deficiency against the device. Additional information has been requested, but not yet received.

Manufacturer narrative:
(B)(4).

Event description:
Per additional information received, the patient has experienced after mesh implantation, an improvement; but now patient complained of genital prolapse with feeling of some areas of the mesh, multiple vaginal infections with discharge, with increasing symptoms of rectocele, multiple soft bm without significant straining, interference with sexual activity, but abstains from sexual intercourse due to bulge, some incontinence noted, small amounts of urge incontinence three times a day, denied sui, denied dyspareunia, treated with premarin cream for vaginal mesh erosion at the cuff. Medical history post implantation: cad with cardiac stents x2, chicken pox, tonsillectomy and wisdom teeth removal.

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. (B)(4). "Lawyer-filed report - (B)(4)".